Event description:
Related manufacturer reference number: 2017865-2024-35274. It was reported that the patient presented for implant procedure. During procedure it was noted that the right ventricular (rv) lead was exhibiting high capture threshold, high pacing impedance, and the helix had difficulty extending. The procedure was completed by replacing the rv lead. Following the procedure, the rv lead exhibited poor impedance and capture threshold. While attempting to reposition the rv lead, the helix had difficulty extending. The rv lead was successfully repositioned on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.